Event description:
The pump was returned for service with the reported problem of failure code 812:02. Although an attempt has been made to contact the reporting facility, no information has been obtained regarding patient injury or medical intervention.